Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that the system was not booting up. As a troubleshooting, the engineer identified there is a malfunction on host pc. The fse replaced the host pc and uploaded the new license. After replacing host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use when this occurred.. There was no report of harm. Philips has started an investigation of this complaint.